Event description:
It was reported that x-rays were performed, x-rays have not been received by the manufacturer to date. It was reported that the x-ray technician identified the pin to be not completely inserted; however the representative indicated that a lead fracture could not be ruled out as the x-ray facility was not looking at the lead continuity. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The explanted generator and lead were received by the manufacturer for product analysis. Product analysis was completed on the returned generator. Generator diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Product analysis has not been completed on the lead product to date. No further relevant information has been received to date.

Manufacturer narrative:
Device available for evaluation? If yes, returned to manufacturer on (mo/da/yr). Corrected data: previous supplemental MDR 03 inadvertently did not include that the lead product was available for evaluation by the manufacturer.

Event description:
Product analysis was completed on the returned lead portion. A lead fracture was not identified by product analysis; however, note, a small portion of the lead assembly including the electrode array was not returned for analysis and therefore an evaluation and complete commentary cannot be made. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. There were no obvious anomalies noted with the returned lead portion. There were setscrew marks found on the connector pin which provided evidence that at one point in time a good mechanical and electrical connection was present. Continuity checks were performed and no discontinuities were identified. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically and their lead was replaced due to high impedance detected. The suspect product has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator. The patient had recently experienced a bad fall which required back surgery. It was reported that the patient's fall may have contributed to the lead pin becoming un-inserted from the generator, but this has not been confirmed to date. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.